Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this patient's home monitoring system recently detected a low out of range shock impedance measurements of 0 ohms on the non boston scientific lead. The impedances have since adjusted and are back within normal limits. To date, no adverse patient effects have been reported.